Event description:
It was reported that the clinical study patient experienced a suspected infection of the leads during the spinal cord stimulation (scs) trial period. The patient was hospitalized, and the trial leads were removed. The event was assessed as being related to the device and having a causal relationship to the procedure. Cultive confirmed the infection of s. Epidermidis. The outcome of the event has been reported as resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4 upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7082059.